Event description:
It has been reported to philips that the system gave an error message of ¿hard drive full¿, which could impact imaging. The system was in clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction and removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information the system was undergoing diagnosis for cardiac chambers procedure at the time of event. The procedure was completed as planned. It was reported that the system gave an error message of ¿hard drive full¿, which could impact imaging. Review of the logfiles confirmed the malfunctioning frontal ip-pc. Upon further inspection, philips field service engineer (fse) visited onsite and confirmed that the image drives were replaced recently and image space was needed as few images were lost in system. The defective ippc was returned to failure analysis which was not able to confirm the failure. Fse replaced the ip-pc and reloaded the software. After the replacement of ip-pc, the system was returned to use in good working order. Due to manufacturing issues, the disk bay may not function as intended, leading to issues with the system's nehalem pc which is used for host pc, ip-pc and the flexvision pc. If one of these pcs break down, the system stops functioning and no imaging is possible. Philips has initiated a field safety corrective action (2023-igt-bst-027) / medical device correction (z-1151-2024). The codes were updated based on the investigation outcome.